Event description:
It was reported that the patient did not have an atrial lead and the atrial port was plugged. Implant detect was not able to complete and so vvir programming did not begin. This resulted in a patient feeling very fatigued. The physicians said they were unaware of this feature and wish it to be changed. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).